Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- patient initiated a claim. The reason for revision is unknown. Doi: (B)(6) 2005 - dor: (B)(6) 2011 (right hip). Update: (B)(6) 2012 - litigation papers received. They allege that the patient suffers from pain and metallosis. Appropriate updates have been made. There is no new additional information that would affect the investigation. Update: (B)(6) 2012 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised because of adverse reaction, metallosis, and corrosion. Records are available for further review.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what were previously alleged, ppf alleges metal wear/metallosis and elevated metal ions.

Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4).